Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid during the procedure. The sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol hydrosurg laparoscopic irrigator leaked irrigation fluid from pump assembly. There was no reported patient injury.